Manufacturer narrative:
Patient provided additional information that was updated in the report. It was noted that the event date was (B)(6) 2021. There was no patient injury. One medfusion 3500 pump was returned for the evaluation of the reported issue. The device was received with the right plunger case cracked. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "flange sensor error" messages. To further investigate, multiple flow and occlusion tests were performed. Customer problem was not duplicated. The opto-coupler and ear clip were replaced as preventative measure.

Event description:
Information was received indicating that a (B)(6) medfusion pump exhibited intermittent syringe flange alarm. No adverse effects were reported.